Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system displayed "system booting please wait" for approximately 40 minutes. The site rebooted the system by powering off the image acquisition system (ias) and mobile view station (mvs) completely and the issue did not resolve. The site was advised to reboot the ias and mvs with the umbilical cable disconnected. The ias booted with red x's for the motion, x-ray and mvs. The ias was rebooted a second time and the red x's were still received for all three. After unplugging in the umbilical/interface cable, the pendant fully booted into 2d mode there was no patient present when this issue was observed.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.